Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed.

Event description:
It was reported that a fred stent did not fully open after being implanted in the patient. A balloon catheter was then used to fully open the stent. There was no reported patient injury.